Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient had no longer benefit from the device. The problems given in the recipient report seem to be congruent with the damage found.

Event description:
Hearing performance with the device was affected. The user has been re-implanted on (B)(6)2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the user is going to be explanted on (B)(6) 2020. Trouble shooting was done and the user has no hearing sensation with the device. .